Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419588 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was noted with dropped pacing at every third beat. The event occurred at 1:45 am; potentially due to auto-capture. The device remains in use. No patient complications were reported as a result of this event.